Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct g2. Correction to g2: country in report source was changed from france to china. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image intermittently blacked out and there were black spots on the image of the evis lucera ultrasonic bronchofibervideoscope. The issue was found during preparation for use of a tracheoscopy procedure. Procedures were completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of intermittent black out was not confirmed. The device evaluation found that there was one black dot in the image which was within standard range. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.